Event description:
A lead reposition was attempted to correct high threshold and poor sensing. There may have also been diaphragmatic stimulation. A perforation was suspected, however not confirmed. The lead was extracted when the helix would not operate.

Manufacturer narrative:
Evaluation summary: the field experience of a sensing anomaly was not confirmed. The helix was found blood clogged and could not be retracted as received. The lead passed all electrical tests. An x-ray revealed that the distal coil had been over-torqued, which explained why the helix actuation from the pin could not be achieved.